Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is performing air removal step with an empty syringe and using infusion set longer than recommended. Clinical support informed customer that performing air removal step with an empty syringe and using infusion set longer than recommended is off label per the tandem user guide. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.